Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that per tech, they could not get stapler to open once they put reload in - was not used - new device opened, mvr, altrial appendage case. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r57y10. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.